Manufacturer narrative:
Unit received with blank display due to corroded on battery cap contact. After changed the new battery cap, all currents are in specification. Unit was monitored for 2 days, no failed battery test alarm noted.

Event description:
The customer reported via phone call that the insulin pump had a blank display that did not return after troubleshooting and pump rest. The customer also reported failed battery tests were in the alarm history. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.